Event description:
It was reported that a superion indirect decompression (ID) patient experienced the return of their back pain approximately ten days following the procedure. An x-ray image taken revealed a spinous process fracture on lumbar four and the ID spacer dislodged on lumber four-five. It was noted the cause for the spinous process fracture and ID spacer dislodged is unknown per the physicians assessment. The patient continues to be implanted and there is no further action planned at this time per the physician statement.